Manufacturer narrative:
Product is not expected to be returned.

Event description:
It was reported that the infusion device displayed the power interrupt error message without any prior alert/error. The power interrupt error message occurred randomly during the middle of the night without warning.